Manufacturer narrative:
The device is expected to be returned for evaluation. It is not yet received.

Event description:
The event involved a primary plum set that 10 minutes into an infusion with a plum 360 pump of an unspecified chemotherapy drug, a leak was noticed from the filter at the distal end of the line. Action was taken immediately on observing the site and the area was decontaminated. The device was changed out and replaced. There was patient involvement, a delay in critical therapy, and unprotected chemo exposure; however no medical or surgical intervention required, no blood loss, and no adverse operator consequences. No additional information was provided.

Manufacturer narrative:
No product samples were returned for investigation. Additionally, no pictures or videos were provided by the customer documenting the reported issue. Therefore, a comprehensive investigation cannot be conducted and a root cause can not be evaluated. The manufacturing and design records were reviewed and no non-conformances or anomalies were found that would have contributed to the reported issue.

Manufacturer narrative:
The device was received on april 3, 2019. One (1) used lifeshield, primary plum set, 15 micron filter, list number 140099290, was received for evaluation. The reported filter leak was confirmed by investigation. As received, filter vents of the returned device appeared to be in good condition. The reported infusate was a chemotherapy drug. The duration of use and pressure applied were not provided by the customer. A leak was observed from the outlet vent of the filter. The leak appeared to seep through the vent material at numerous locations. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interactions. The exact cause has not been determined at this time.